Event description:
Customer reported via phone, the insulin pump had alarmed button when he was attempting to calibrate his sensor. Customer's blood glucose was 137 mg/dl. Customer stated it is hot where he lives. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no button response and alarmed button error due to corroded keypad traces. The insulin pump has cracked reservoir tube lip, scratched reservoir tube window, minor scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.